Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the system error 2240 is due to air being sucked into the disposable because there was a loose connection between the supply bag and the line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 2 of 7. The caregiver (cg) stated that the supply bag fell off and disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp stated the connection between the cassette line and solution bag line was left loose and a disconnection of the lines occurred. The hp stated they been performing therapy fine since the incident. There was no report of injury or medical intervention. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The confirmed the alarm was caused by a connection that was left loose by the home patient (hp) but a bag did not fall. The rn stated the hp has had no injury or medical intervention from this incident. There were no further details provided.